Event description:
(B)(6) study. It was reported thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted with a complete laa seal with deployed device diameter of 23mm. Prior to the index procedure, 81 mg aspirin and 20 mg rivaroxaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2018, during 45 day follow up, transesophageal echocardiogram (tee) echo core lab revealed complete seal and a laminar and non-mobile thrombus on the atrial facing surface of the watchman flx device. Therapy with rivaroxaban was discontinued, clopidogrel was started and aspirin therapy was continued. There were no patient complications reported.